Manufacturer narrative:
D4 lot number, expiration date and h4 device manufacture date: corrected. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual/tactile inspection revealed the hypotube shaft profile had no kinks or damages. The shaft polymer extrusion was stretched entirely. A break was also identified, 30.3cm from the port exchange. No damages were identified on the balloon profile itself however was detached from the delivery system just proximal to the proximal balloon cone. The balloon was not subjected to positive pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The inner lumen was stretched and bunched, 20.8cm from the port exchange and also detached just proximal from the distal tip. Tip showed no signs of tip damage. It was pulled inadvertently into the distal balloon cone. Both the distal and proximal markerbands were detached from the inner lumen and contained within the balloon material, with one appearing slightly flattened. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon ruptured. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior descending branch. A 10mmm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that balloon ruptured occurred. The 98% stenosed target lesion is located in the moderately tortuous and moderately calcified anterior descending branch. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone:(B)(6).

Manufacturer narrative:
D4 lot number, expiration date and h4 device manufacture date: corrected. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon ruptured. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior descending branch. A 10mmm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications.